Event description:
Customer reported operator made collision between lcv advantx c-arm and the suspended arm of the glass x-ray shield. The arm of the screen broke and fell. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.